Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 21mm trifecta valve was implanted during an aortic valve replacement in the context of calcified aortic stenosis. On (B)(6) 2011, calcification of 3 cusps was observed. On 11 january 2022, ultrasound revealed device stenosis and leaking aortic bioprosthesis. There was an intraprosthetic leakage with a single jet, along with tight aortic stenosis and leaking framework. The aortic velocity time integral (vti) was 115cm. The aortic maximum velocity was 420cm/s. Grade 2 of 4 moderate aortic insufficiency was noted. In (B)(6) 2022, a 23mm non-abbott transcatheter valve was implanted. The native valve annular dimension size was unknown. The patient status was stable.

Manufacturer narrative:
As reported in a research article, about 11 years after the valve was implanted stenosis and leak was found so a valve-in-valve was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined.